Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned device was evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device functioned without issue. Device performance data showed that the device spent 16.53% of its total functioning time in a filter blocked state. This means that the filter is blocked or a dressing change is required and so therapy has been paused so that the issue can be rectified. Therefore a relationship between the event and the device was confirmed. This is outlined in the troubleshooting section of the pico 7 IFU. No device errors were identified. The device performed as would be expected and therefore the investigation has been closed as ¿no problem detected¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on the 4th day of npwt utilizing a pico 7, it was confirmed the pump was not working. The exact time to stop is unknown, but at least it had worked on the 3rd day. It is unknown if the alarm lamps were illuminated. The start button was pushed, but it did not restart working. The treatment was continued with a backup pump. No patient harm. No delay was reported. The pump will be returned for investigation.